Manufacturer narrative:
Qc was run before and after the incident. The customer stated to bci field service engineer (fse) that the creatinine module was erratic. Fse cleaned the module, calibrated and ran qc and a precision test. All results met established ranges. Fse ordered a creatinine (cre) module for replacement. The creatinine module was replaced on (B)(4) 2010 and the part is being returned to bci for investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple false high creatinine (cre) results generated by the unicel dxc 800 pro synchron clinical system. The erroneous results were reported outside of the laboratory. Approximately half the samples were rerun on another instrument and the results were amended. It is unknown if patient treatment was initiated or withheld with regard to this event.